Event description:
Used biotine toothpaste and mouthwash and as soon as I spit it out my mouth blistered and now have sores. My mouth has not fully healed and is taking a very long time due to the fact I have dentures. I can't put them in to eat and enjoy company. I am going to call the FDA also cause I am not the first person to have this happen to. Something needs to be done before someone else has this problem and doesn't have any tolerance and has an allergic reaction. I broke in blisters while using the biotine toothpaste and mouthwash. I called my caregiver and she had to rinse my mouth several times before I could talk again. Incident location: (B)(6). This is my home address. Product category: personal care. Product type: grooming. The product was not damaged before the incident. The product was not modified before the incident. Injury, first aid received by non-medical professional. Yes, you may include my report with any attachments on (B)(4). Document number: (B)(4). Report number: (B)(4).